Event description:
It was reported that an expired hospital owned implantable cardiac monitor (icm) was implanted by the hospital prior to an abbott rep being present. It was noted upon interrogation by the representative post implant during an attempt to program and register the icm. The patient was bought back in for an additional procedure the same day, and the expired icm was explanted and replaced. The expired icm device was disposed by the facility. The patient was discharged.